Event description:
The customer reported a high drain 102 alarm, on the homechoice (hc) machine, after use. This meets increased intra-peritoneal volume (iipv) criteria. The home patient (hp) stated that he had trouble with the hc last night, but did not want to swap the device out. The hp stated that they would speak to their nurse about the event. The baxter technical service representative (tsr) reviewed therapy and it stated aborted. There was patient involvement, however no patient injury nor medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device is not available for evaluation. A follow-up MDR will be submitted if any additional relevant information is received. A service history review revealed no previous service events that were related to the reported condition.

Manufacturer narrative:
(B)(4). No abnormality was observed during the device history record review. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of iipv-adult. The cause of the iipv-adult was undetermined.